Manufacturer narrative:
Additional procode: pml reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during loaner set inspection at a third party logistics center, the expedium fenestrated screw was found to be loose. There was a gap in between the screw cap and screw head. There was no patient involvement. There is no further information available. This report is for one (1) expedium verse spine system fenestrated cortical fix polyaxial screw 5.5 7.0 x 50mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a manufacturing record evaluation was performed for the finished device product code: 199723750, lot number: 271764. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10.02.2020. Visual inspection: the complaint device 5.5 exp verse fen scr 7.0x50 was returned to customer quality (cq) west chester for investigation. The returned screw had no visual defects that could have contributed to the complaint condition. Functional test: the screw cap was properly fitted to the head and no issues were observed. Can the complaint be replicated with the returned device(s)? No, the complaint cannot be replicated as a functional test was not performed. Dimensional inspection: a dimensional inspection could not be performed due to the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Expedium verse 5.5 system. Complaint confirmed: no, the complaint condition cannot be confirmed during physical device investigation. Conclusion: the returned device had no issues relating to the complaint condition. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.